Manufacturer narrative:
H6 investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32ga 4mm was unable or difficult to prime and unable to deliver insulin/medication. The following information was provided by the initial reporter:consumer reported needle clog during priming and during injection. Consumer does not re-use. Lot #: 0196684; catalog #: 320144; date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm was unable or difficult to prime and unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported needle clog during priming and during injection. Consumer does not re-use. Lot #: 0196684, catalog #: 320144, date of event: unknown.